Manufacturer narrative:
Received report that client was attempting to enter a store by using the wheelchair ramp of unknown degrees. As end user was making his way up the ramp, reports are the joystick loosened which caused the wheelchair to swerve to the right. As the chair swerved, the end user impacted a wall which resulted in injuries to right ankle. Reports are the injuries sustained were a fracture to the right ankle. Unit was not available for inspection at time of event as permobil was not notified of the event until after client had sought counsel. Latest reports from servicing dealer are end user is currently using the chair with no reported issues. It is unclear as to the actual cause of the reported event. The DHR was reviewed and the unit was found to have been built according to specification. If any further information is received, a follow up MDR will be submitted. Chair in active litigation.

Event description:
Received report that while end user was driving up a ramp, the joystick loosened causing the client to lose control of the chair. Reports are client drove chair into a wall resulting in an injury to client's right ankle.